Manufacturer narrative:
Device issue with inomax (B)(4). Device investigation was completed on 07-nov-2014. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. Service log review reveals a delivery failure alarm for backlight current below minimum. (Minimum 800 counts, actual value 609 counts). Regional service center (rsc) experienced a pink screen at boot up and then experienced a blank screen. Rsc replaced the touchscreen/display and display shroud. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on 10-oct-2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a device issue with inomax dsir# (B)(4). The device was on a patient when the display screen had a reddish/pinkish tint. There was no harm to the patient. Inomax dsir #(B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on 07-nov-2014. Case comment: 20-nov-2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).